Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer¿s blood glucose (bg) level was reported to be ¿high¿; however, the exact bg value was provided. The bg level was addressed with a bolus via the pump. Reportedly, the tubing was primed and no air bubbles were observed.